Manufacturer narrative:
It should have also included the following device as an additional suspected device: model #: sc-4316 lot #: 19794433, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced a headache following the last surgical procedure. The patient underwent an explant procedure wherein all of their devices were removed due to the headache. The physician is unsure of the cause of the headache however, he believes it is somehow related to the stimulation. Device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial # (B)(4) description: linear st lead 70cm model #: sc-1110-02 serial # (B)(4) description: precision implantable pulse generator.

Event description:
A report was received that the patient experienced a headache following the last surgical procedure. The patient underwent an explant procedure wherein all of their devices were removed due to the headache. The physician is unsure of the cause of the headache however, he believes it is somehow related to the stimulation. Device malfunction was not suspected.

Manufacturer narrative:
Sc-1110-02 (B)(4): the returned device was analyzed and no anomalies were found. Sc-2218-70 (B)(4): the lead was cut, and the distal end was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the DHR/sterilization records did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (B)(4): a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced a headache following the last surgical procedure. The patient underwent an explant procedure wherein all of their devices were removed due to the headache. The physician is unsure of the cause of the headache however, he believes it is somehow related to the stimulation. Device malfunction was not suspected.